Manufacturer narrative:
The customer declined ge service. No repair information available. Customer contact reports no patient information is available. Correction: primary UDI number was corrected.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting. There was no patient injury.